Event description:
It was reported intermittent occlusions occurred. There was no reported adverse impact on the customers blood glucose level. The customer attempted to resolve occlusions with a site change but occlusions would continue. The customer continued to use the pump for insulin therapy but delivering smaller boluses.